Event description:
It was reported that the physician was dilating the patient's anal sphincter with the obturator to enable the insertion of a flex rectoscope. The handle came out of the cone of the obturator and the cone remained in the patient's colon. The physician located the cone in the colon using a colonoscope. The cone was removed after 3 hours using various endoscopic equipment. No bleeding was noted during the removal of the disconnected portion of the obturator. The planned procedure, a resection of a 2x2cm polyp, was then completed using a colonoscope. The patient was admitted for overnight (or 48 hours) observation as a precaution to make sure she doesn't bleed due to the process of removing the cone. The next day the physician reported to medrobotics that during the observation period the patient had some incontinence and a little bleeding and anal pain. The patient was then discharged and is fine. The physician said ther was no serious injury to the patient and the device (obturator cone) would not injure the patient. The symptoms may have been from the process to retrieve the cone.